Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, perhaps overheating of bone, swelling, mobility. Placement and bone preparation according to vectodrill protocol.